Event description:
Follow-up information revealed the patient met with the sjm representative and continues to experience unintended rib stimulation. However, the patient declined the surgical intervention advised by the physician. The patient plans to leave the device implanted at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing unintended rib and abdomen stimulation. The patient's targeted area of pain is left leg and lower back. Follow-up information revealed the patient underwent a re-trial procedure on (B)(6) 2016, to re-explore stimulation responses. However, the patient continued to feel stimulation in the incorrect areas. As a result, the trial was ended. The physician plans to leave the patient's scs system in place for a month, and re-evaluate the issue at that time. Please note: no devices were implanted or explanted during the re-trial procedure.